Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their stimulator has turned off a couple times in the last week. The caller said that they hadn't turned it off, and when they checked the battery, it was at 30%, 70%, and 60%. The agent reviewed that therapy will automatically shut off if the implant battery gets below 10%. The agent walked the caller through connecting to the dbs therapy app, and they confirmed that the therapy was on and at 90%. T he patient said that the night before, their legs started cramping; they charged the ins the next day in the morning. The caller also mentioned that the power button on the wireless recharger (wr) was flashing red. Pss reviewed the wr will flash red if it was not connected to the ins. The caller did not report any issues with charging. The agent advised the patient to monitor the battery level and, if the issue persists, to follow up with the healthcare provider. The patient provided additional information on 2024-sep-17, stating that they were told their ins would shut off when it got down to 30%. They thought they had enough charge (30% or 40%), and their ins would shut off anyway.  The patient reported it was really hard to get it back on. They checked the implant a couple hours ago and it was at 80%. The agent walked the patient through connecting with patient's ins to check their therapy status and implant battery level. The patient confirmed the therapy was on and the ins was at 80% on the call. Pss reviewed recharging considerations and overview. The patient will monitor the ins battery level and check the therapy status if they feel the ins has shut off again.